Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when she pressed the act button the insulin pump's screen went blank. The customer had to press the esc key for the time, reservoir, and the battery icon to appear. The keypad was not responding. The act, b, and esc buttons were unresponsive. Customer's blood glucose level was 160 mg/dl. The insulin pump had a partial display. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus, esc and act button dome switch. No unlocked lcd keypad connector. The device was received with all operating currents within specification and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected missing segment/partial display anomalies noted. The insulin pump was received with minor scratched lcd window, cracked lcd tube window, cracked battery tube threads and cracked reservoir tube lip.